Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the patient with this pacemaker implant called technical services (ts) and reported that during a clinic visit, the pacemaker was found to be in safety mode, and the right ventricular (rv) lead was found to not be working. The patient also reported being symptomatic with hypotension. Subsequently, a replacement procedure was performed, and this pacemaker was explanted and replaced with a new device while the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported. This pacemaker was returned to facility awaiting analysis.